Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the spring arm rear cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event or problem, d4 serial #, h3a device evaluated by manufacturer, h3b device not eval provide code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the ceiling mount arm elbow cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated the spring arm rear cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Previous d4 serial # (B)(6) corrected d4 serial # (B)(6) previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: device evaluation anticipated, but not yet begun. Corrected h3b device not eval provide code: n/a. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the spring arm rear cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 22nd may, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the ceiling mount arm elbow cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.